Event description:
Revision surgery - due to the patient's knee having an infection. The surgeon swapped out the insert.

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery involving a replacement of a 3d knee insert. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information in this complaint regarding a pre-existing condition of the patient or patient activities that may have led to the infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. The device history records for the reported component was examined. A review of the sterilization records shows that the device received an adequate 25-40 kgy gamma radiation sterilization dose. All product implanted was within its expiration date at the time of the previous surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.